Event description:
The customer contacted the siemens technical solutions center (tsc) after observing abnormal results on one patient sample (sid (B)(6)) tested for carbon dioxide (eco2), creatinine (ecrea), urea nitrogen (bun), chloride (cl), sodium (na), and potassium (k) results on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and results were as expected. During a review of the instrument files, it was discovered that the patient sample and three additional patient samples had been dispensed into aliquot wells already containing quality control (qc) material. It is unknown if the results for the other three samples had been reported to the physician(s) or questioned. It is unknown if there was any patient intervention of adverse health consequences due to patient samples being dispensed into aliquot wells already containing qc material.

Manufacturer narrative:
The initial MDR 1226181-2014-00174 was filed on april 4, 2014. Additional information (03/11/2014): the methods and results for the three additional patient samples affected by an aliquot well double dispense have been added. An fourth patient sample was also added. The initial MDR states that sample for sid (B)(6) was dispensed into an aliquot well containing user-defined amikacin qc. The sample was dispensed onto bio-rad liquid ia qc level 1 and bio-rad liquid ia qc level 3.

Event description:
The assays and results for the three additional affected patient samples has been determined. Sid (B)(6) was tested for only a user-defined amikacin (xamik) method. A repeat test was not performed. Sid (B)(6) was tested for troponin (ctni), sodium (na), potassium (k), chloride (cl), glucose (glu), creatine kinase (cki), gamma glutamyl transferase (ggt), alanine aminotransferase (alti), aspartate aminotransferase (ast), alkaline phosphatase (alpi), total bilirubin (tbil), total protein (tp), phosphorous (phos), magnesium (mg), calcium (ca), albumin (alb), creatinine (ecrea), urea nitrogen (bun), and carbon dioxide (co2). The sample was not repeated. Sid (B)(6) was tested for vancomycin (vanc), na, k, cl, bun, glu, ecrea, and co2. The sample was retested only for vanc, which resulted higher upon repeat testing. A fourth patient sample was determined to have been dispensed into an aliquot well containing qc material. The sample (sid (B)(6)) was tested for ctni. The sample was not repeated. Two qc samples were also impacted. The qc samples were for an xamik method and ammonia (amon). The amon qc was out of range and resulted within range upon repeat testing. The qc range for the user-defined amikacin qc is unknown and the qc sample was not repeated.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.